Event description:
Caller reported difficulty in pressing the wake button on their pump, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.